Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to a loose shell. Rep was not present for the procedure. A restoration anatomic shell (ras), at least one screw, and a liner were revised to competitor devices. Rep reported that no further information will be available.